Event description:
Patient initiated complaint: the patient stated that, "can someone contact me regarding my hip implant? 12/16/2022 contacted patient via phone. Patient has bilateral asr hips and has been experiencing some discomfort in the hips, and a rubbing sensation. The patient also reported that they had elevated chromium levels and is need of a revision. Patient is requesting that his surgery be paid for. Doi: 2006. Dor: unknown. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: patient. (B)(4). No device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.